Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging the battery compartment was cracked. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: on examination, the battery compartment was found to be cracked on the side of the battery compartment from the threads traveling down to the case seal. Additionally, there was visible moisture in the battery compartment due to a battery compartment leak, confirmed during leak testing. Investigation confirmed the alleged cracked/damaged casing issue.